Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bleeding from the cardiac resynchronization therapy defibrillator (crt-d) incision site the day following implant. The wound dressing was reportedly soaked with blood which was noted to have clotted. The patient was brought to the emergency room for further evaluation. Upon examination, a large dark clot was observed and the wound closure strips were loose due to the bleeding. The wound was cleansed and dried and new wound closure strips were applied along with benzoin. No further bleeding was noted. The device remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.